Manufacturer narrative:
Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the metal broke off the top of the probe; however, the metal were retrieved.

Manufacturer narrative:
The reported tip breaking (electrode) condition was confirmed on the returned unit. According to the serfas energy probe family risk management plan, probable root causes for the reported condition can be associated, but are not limited to: 1. Non conforming component; 2. Poor assembly process. The following controls are in place to detect any assembly process related issue: * current in process controls for this condition at the manufacturing line include but are not limited to 200% inspection during assembly process. * a continuity test (resistance measurement) is performed after the unit is assembled which will also indicate if there is non-continuity (electrode breaking) inside the unit. In addition, a 30x inspection of the probe¿s tip assembly is performed on all the probes during manufacturing. According to the activation history, the unit was extensively used during surgery, before the electrode broke, which indicates that the unit was assembled properly and was fully operational for an extended period of time. 3. Misuse. The following caution notes are included in the user instructions of each unit to prevent the reported condition, as follows: *examine the probe for damage prior to use and discard if damage is found. The probe is delivered inside a blister in which the unit is snapped in place, and the blister is placed inside a box, which provides protection to the tip of the probe. In the event that the probe is delivered to the customer with a damaged tip, then the unit must be discarded before use. According to the activation history of the returned unit, it is possible that the user could have been cutting through hard tissue. The returned unit showed scratch marks and severe damage on the insulation linear to the electrode, which is indicative that it could have been used for the mechanical displacement of tissue or bone, as a prying or scrubbing tool, which may have contributed to the damage observed, and it is contraindicated as per user instructions for the serfas energy probes family. The user instructions for the serfas energy probes family states: * do not use the probe as a tool for the mechanical displacement of tissue or bone, or use the probe as a prying or scrubbing tool, as this may result in damage to the tip of the probe. * do not use excessive force when inserting or removing the probe. Do not insert probe into an obstructed passageway. Patient injury and or product damage may result. * do not forcefully impact the tip of the probe with rigid objects inside the joint as this can cause damage to the tip of the probe. * do not bend probes that are not bendable. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence.

Event description:
It was reported that the metal broke off the top of the probe; however, the metal were retrieved.